Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, small flecks on the anterior surface of the iol and anterior growth was observed. There has been no medical intervention required. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Quality of attached pictures is not good enough to confirm reported issue. The root cause for the reported complaint could not be determined. No determination could be made from the photo provided by the customer. The manufacturer internal reference number is: (B)(4).